Manufacturer narrative:
Vyaire has reached out to customer three times to provide the complaint device for further investigation. Unfortunately, vyaire has not received a response from the customer. Vyaire was unable to determine the product code. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
This event was reported to vyaire medical in medwatch report (B)(4). Patient taken to or for placement of a trach and peg. She was placed on mechanical ventilation, but there was no return of end tidal co2, so ventilation could not be confirmed, therefore, anesthesia re-intubated the patient. CPR was then initiated due to loss of pulse. Unfortunately, the patient was unable to be revived. Upon inspection of the ventilator, an IV cap was found in the `elbow' piece of the tubing, occluding it. Both the IV cap and tubing are from the same manufacturer. The inside of the tubing narrows and the IV cap fits perfectly inside. The investigation into how this happened is ongoing, however, it is believed that the IV cap inadvertently ended up in the tubing and was sucked into place when the team attempted to administer positive pressure ventilation.

Manufacturer narrative:
The customer was able to provide the product code used during this reported incident. It has been confirmed by vyaire that the complaint sample is not available for evaluation. Vyaire did review the device history record for the reported lot number and no issues were found. The bill of materials (bom) was also reviewed and it has been confirmed that IV caps are not part of the assembly. It has been determined that the reported occlusion was caused by an external component that is not part of the bom. The reported failure could be related to a customer misuse.